Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient with posterior spinal fusion. Pre-operative diagnosis for this procedure vertebral body fracture. It was reported that the post-operation the set screw and rod backed out. The set screw/rod backed out from the screws placed on the left and right sides of the ilium. Reoperation was performed on dec 25, but it was viewed by doctor that there was a high possibility that the reason was due to the rod being short. (It was thought to be doctor's technical error). A long rod was placed again and operation was completed. The reported product was discarded. No further patient symptoms are complications reported.